Event description:
It was reported that the pt underwent full revision surgery due to high impedance obtained on system diagnostics during surgery. Attempts for further info have been unsuccessful to date.